Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency ablation procedure, super fine noise was detected and artifact was observed on the electrocardiogram reading in a patient with a deep brain stimulation implantable pulse generator. An electrocardiogram was performed during the procedure. The caller inquired about the compatibility of the deep brain stimulation system with radiofrequency ablation and whether the observed fine frequency noise, which was faster than 60 hz, could be related to the deep brain stimulation system or another component. The agent reviewed guidelines for compatibility and discussed that turning off therapy could eliminate the risk of artifact on the electrocardiogram tracing, clarifying that therapy would need to be turned off using external controllers rather than a magnet. The caller indicated that the ablation procedure could proceed as the necessary visualization was still adequate. No patient complications have been reported as a result of this event.